Manufacturer narrative:
Concomitant medical devices: 5554-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that an alert triggered on the left ventricular (lv) lead due to low impedance. It was also noted that right atrial (ra) lead exhibited high thresholds and high impedance that had been gradually increasing. Diagnostic testing and troubleshooting were performed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.